Event description:
A nurse reported vacuum not working during irrigation/aspiration mode of a cataract with intraocular lens implant procedure. They increased the vacuum rate and completed the procedure following a ten min delay to troubleshoot. There was no harm to the pt.

Manufacturer narrative:
No samples were rec'd eval. One tip lot number was identified with this complaint: lot 701027m, manufactured in june 2007. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. A complaint history lot review indicated no add'l complaints are associated with this lot. One handpiece lot number was identified with this complaint: lot 531637m, manufactured in november 2000. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. Because a sample was not returned, the root cause for the complaint issue cannot be determined. Because the root cause is unk, no malfunctions were confirmed. (B)(4).